Event description:
The customer reported via phone call that she just got an insulin pump a couple of months ago. Customer stated that it stopped working in the middle of the night and had a blank display. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer tested with a new aaa alkaline battery and the display did not return. Customer was advised to remove the battery for 10 minutes. Customer inserted a battery and the display did return. The pump passed the self test. Customer will be sent a replacement battery cap. Customer later called back and stated that the screen was completely blank again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with a cracked case at the display window corners.